Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, stiffness, discomfort, difficulty ambulating and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, stiffness, discomfort, difficulty ambulating and elevated metal ion levels. Update 09/26/2013- plaintiff's preliminary disclosure form was received, which identified dob. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 30 july 2014 - der rcvd - added dor, patient demographics plus confirmation states only the head was revised.